Manufacturer narrative:
This supplemental is being submitted for completed analysis and investigation. Product event summary: one (1) pump (hw40115) was returned for evaluation. Two (2) controllers (con402927, con402456) and one (1) battery (bat757264) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of hw40115¿s manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Internal pathological report revealed evidence of thrombus within the device. Dimensional verification revealed that the front housing disc curvature was found to be deviating from specifications. Given that the pump met specifications prior to release, this deviation was likely a result of the clinical challenge to the pump. Further analysis revealed outer shroud contact that created more friction at the housing to impeller interface; this increase in friction was investigated during the CAPA pr00502194 investigation. Log file analysis revealed that con402927 was the patient's primary controller, initially in use at the time of the reported event. Review of con402927¿s log files revealed a controller power up event on 14/dec/2020 at 14:38:57. The data point prior to the loss of power revealed that bat858364 was connected to power port one (1) with 25% relative state of charge (rsoc) and bat757263 was connected to power port two (2) with 40% rsoc. The data point recorded after the loss of power revealed that bat727265 was connected to power port one (1) and no power source was connected to power port two (2). No anomalies were recorded leading up to the controller power up event. The controller was without power for 13 seconds. A vad disconnect alarm was logged at 14:39:12. An analysis of the alarm file revealed that the vad disconnect alarm was most likely a false alarm, given that the speed recorded at the onset of the alarm was higher than the set speed. This indicates that a possible loss of synchronization of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alar m, even if the driveline was still physically connected to the controller. A vad stopped alarm was then logged at 14:39:44, indicating that the pump failed to restart after multiple attempts. In addition, two (2) power disconnect alarms were logged at 14:39:27 and 14:40:47 involving bat757264. During the power disconnect alarms, a safety alert word (saw) value was recorded indicating an overcurrent alert. The event log recorded a high-power consumption during the attempted motor starts, which required more current from the battery. The battery was most likely physically disconnected by the patient shortly after, causing the controller to log this event as a power disconnect alarm. Four (4) additional controller power up events, one (1) additional vad stopped alarm due to the failure of the pump to restart, and two (2) additional vad disconnect alarms were logged between 14:40:57 and 16:34:49, likely during troubleshooting. Review of the controller log files associated with con402456 revealed three (3) controller power up events, without associated motor start events, logged on 14/dec/2020 between 14:59:47 and 15:37:25. Review of the event log file revealed that the controller last had power on (B)(6) 2020, indicating that the initial controller power up event was likely during a controller exchange. The remaining controller power up events likely occurred during troubleshooting. Analysis of the alarm log file revealed one (1) vad disconnect alarm logged on 14/dec/2020 at 14:59:54, indicating a physical disconnection of the driveline from the controller. A vad stopped alarm was logged at 15:01:05, indicating that the pump failed to restart after multiple attempts. A power disconnect alarm was then logged at 15:01:14 involving bat757264, again indicating an overcurrent condition associated with the high-power consumption during the attempted motor starts, which required more current from the battery. Two (2) additional vad stopped alarms due to the failure of the pump to restart and two (2) additional vad disconnect alarms were logged between 15:01:46 and 15:39:17, likely during troubleshooting. As a result, the reported event was confirmed. Hw40115 was in scope of fca cvg-21-q3-21. A possible root cause of the original loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. A possible root cause of the observed power disconnect alarms can be attributed, but not limited, to a physical disconnection of a power source. Possible causes of the observed vad disconnect alarms can be attributed to a loss of synchronization of commutation, leading to a false vad disconnect alarm, and/or physical disconnections of the driveline from the controller, likely during troubleshooting. The most likely root cause of the vad stopped alarms can be attributed to failures of the pump to restart after multiple attempts. CAPA pr00502194 is investigating pump failures to restart. Additional products: con402927 h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c02, c19 h6: FDA conclusion code(s): d02, d10, d15 con402456 h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d10 bat757264 h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Correction: b1: corrected from product problem to adverse event product problem b2: corrected from blank to life threatening, hospitalization, intervention required h1: corrected from malfunction to serious injury h6: corrected imf codes from f26 to f08, f1903, f23 h10: corrected imf codes from f26 to f08, f23 con402927 h6: imf code(s): f08, f23 con402456 h6: imf code(s): f08, f23 bat757264 h6: imf code(s): f08, f23 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental correction is being submitted for inclusion of this event as being in-scope for recall with z-0946-2021. This event was submitted historically and has been deemed in-scope for the field corrective action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient received a heart transplant. The vad was removed from service.

Manufacturer narrative:
A supplemental report is being submitted for additional information. The patient received a transplant. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 30-sept-2019/ serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 30-sept-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 30-sept-2019/ serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 30-sept-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2019/ serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 16-aug-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) stopped and the controller exhibited a high priority alarm. It was also reported that two controllers exhibited power ups that indicated that they had losses of power. It was also reported that a battery exhibited power disconnect alarms. The pump did not restart and was turned off via the monitor. The patient is stable and being watched to decide the course of action. The vad remains in the patient. The controllers and battery are not in use no patient complications have been reported as a result of this event.